Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents bard flat mesh (device 3) implanted in the patient on (B)(6) 2015. Additional emdr's will be submitted to represent the other two bard flat mesh devices (device 1) and (device 2) implanted on (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernia. A bard/davol "marlex" bard flat mesh (device 1), and another bard/davol "marlex" bard flat mesh (device 2) were implanted to repair the hernia defects. On (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia due to a failed "marlex" (bard flat mesh). The patient was implanted with an additional bard/davol "marlex" bard flat mesh (device 3). On (B)(6) 2017 - the patient discovered a groin lesion. On (B)(6) 2017 - the patient underwent removal of his right testicle. As reported, the patient's attorney alleges that the patient "was seriously and permanently injured" and "has suffered and will continue to suffer physical pain." The patient's attorney further alleges the "marlex (bard flat mesh) used in the patient's hernia repair surgery failed¿resulting in additional pain and suffering, doctor visits and subsequent procedures."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernia. A bard/davol "marlex" bard flat mesh (device 1), and another bard/davol "marlex" bard flat mesh (device 2) were implanted to repair the hernia defects. (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia due to a failed "marlex" (bard flat mesh). The patient was implanted with an additional bard/davol "marlex" bard flat mesh (device 3). (B)(6) 2017 - the patient discovered a groin lesion. (B)(6) 2017 - the patient underwent removal of his right testicle. As reported, the patient's attorney alleges that the patient "was seriously and permanently injured" and "has suffered and will continue to suffer physical pain." The patient's attorney further alleges the "marlex (bard flat mesh) used in the patient's hernia repair surgery failed¿resulting in additional pain and suffering, doctor visits and subsequent procedures." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1 & #2). Per operative notes, "on right lower quadrant there was a direct and indirect hernia, the mesh was cut into size and sutures were used on inguinal ligament. On left groin, a direct inguinal hernia was noted, the mesh was cut into size and was sutured." (B)(6) 2015 - patient was diagnosed with abdominal pain and recurrent incarcerated right inguinal hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #3). Per operative notes, "there was a large hernia at the external ring. Area of scarring was noted and dissected. The hernia sac was identified and opened, ischemic loop of small bowel in the hernia was identified. Slightly dark areas of loops were identified which was reduced back into the cavity. There was a large amount of ischemic omentum, this was dissected free from the sac. The spermatic cord was identified and dissected free from the internal ring. The hernia sac was closed. A marlex mesh (bard flat mesh - device #3) was placed, the previous mesh (device #1) was seen and was secured at its apex to the pubic tubercle and sutured." (B)(6) 2017 - patient was diagnosed with right testicular mass thereby underwent right inguinal radical orchiectomy. Per operative notes, "the cord was identified, it was adherent to the floor structures and previous mesh. There was no hernia or weakness along the inguinal floor. The vas deferens was isolated from the cord, ligated and divided. The remainder of cord structures are ligated and were cut and divided." Attorney alleged that the patient had adhesions, loss of testicle, mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 8 months post implant of bard flat mesh, patient was diagnosed with adhesions thereby underwent repair. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records finds that the lot was manufactured to specification. This supplemental emdr represents bard flat mesh (device #3). Additional supplemental emdr's were submitted to represent bard flat mesh (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.